Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller did not recognize the battery.¿there was no known damage to the battery.¿the battery was exchanged.¿no patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the battery would not be recognized by the controller. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery met specifications; the device passed visual examination and functional testing. The results of the analysis revealed that the battery was able to be recognized by a controller and adequately provide power; all connections were stable with no abnormalities observed.¿no failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.